Event description:
Problems noted by rptr: cancer of left breast, fibrocystic right breast, hypertension, nervousness, tension headaches, anemia, chest, chest wall and breast soreness, tight breast, right foot pain, run down feeling, gastritis, cervical spine degenerative arthritis, shoulder pain, bronchitis, fever, left arm pain, stiffness, neck pain, tendonitis, tennis elbow, viral syndrome, nausea, right knee pain, capsular contracture, implant hardening, possible implant leakage, left leg pain, low back pain, arthritis symptoms, left arm swelling, joint swelling, pain and stiffness in knees, elbow, shoulders and lower back, muscle fatigue, left hand and underarm swelling, rashes in between breasts, breast tenderness, fatigue, and shoulder and back coldness. Rptr states implants moved and were malpositioned constantly until they hardened. She heard noises from implants at first, but doesn't anymore. She had pain with the first set of implants and could not sleep at night. She can't tolerate pressure on her chest. (Same rptr referred to in 1002368.)